Event description:
(B)(4) received notification of an incident involving a walker that (B)(4) imports and distributes. The patient was using the walker when allegedly she fell backwards. The patient allegedly suffered internal injuries to her stomach implant (lap band) and her knee. They have requested a replacement walker and drive is in the process of obtaining the unit for evaluation.